Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.